Manufacturer narrative:
G4:01dec2020; b4:03dec2020. The device was evaluated by a philips international field service engineer (fse) who confirmed and duplicated the reported issue via operational check. The fse replaced the battery and the machine was restored to normal use. There were no other anomalies reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: (B)(6) 2020.

Event description:
The customer reported a back up battery that would not charge. The device was not in clinical use at the time the issue was discovered. There was no patient, or user harm reported.